Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and a sling was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a total vaginal hysterectomy and cystoscopy performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (08/03/2016).

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced chronic pelvic, abdominal and vaginal area pain as well as painful intercourse, vaginal bleeding, rectal bleeding, recurrent bladder infections, vaginal odor, vaginal discharge, recurrent constipation, painful bowel movements, in addition to emotional and psychological suffering.